Event description:
Boston scientific received information that this right atrial (ra) lead, which had previously been surgically abandoned, was intended to be a part of a system explant due to another manufacture's device eroding through the patient's skin. The lead could not be extracted, though, and remains implanted but not in service. There were no adverse patient effects reported beyond the surgical procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.